Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie lid would not open. A technical support specialist (tss) attempted to open the cubie using the tester application with the unconditional option enabled, and the cubie lid opened successfully. However, the cubie did not open during normal medication issuance. Based on this behavior, tss advised the user to coordinate with the pharmacy to have the cubie replaced, as it was possibly a faulty cubie. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the cubie lid would not open when the customer attempted to issue 01 01 amoxicillin 250mg cap. The customer attempted to open the cubie using the tester application with the unconditional option selected, and the cubie lid opened successfully; however, the cubie did not open during normal medication issuance. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.